Event description:
It was reported that following multiple cardiac and thoracic procedures, including an angioplasty, ptca and stent to the lad and balloon dilatation in 09/1997, the pt was admitted to hospital in 1998 for elective coronary artery bypass grafting times three the next day and was discharged in stable condition the four days. Four days before, it was noted that chronic pericarditis with thickening of the pericardium with multiple filmy gelatinous adhesions were present. These were taken down. Eighteen days later pt was readmitted with a sternal wound infection. CT scan did not show any fluid collection behind the sternum. Pt was discharged on home IV antibiotics eleven days later.